Manufacturer narrative:
Results - visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens not returned. (B)(4).

Event description:
The reporter stated the haptic of an (B)(4) silicone three piece lens broke during loading, there was patient contact but no injury. Another same model lens was implanted.